Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient with severe calcification at aortic annulus. During procedure, there was a difficulty in crossing the native valve during severe calcification. When releasing the navitor vision valve, it was noted that the valve no longer opens completely causing low flow and cardiopulmonary arrest (cpa). It was necessary remove the navitor vision valve for cardiac massage and patient recovery. Adrenaline was administrated to the patient. There was a significant impact to the patient due to clinically significant delay in the procedure. The physician mentioned the patient suffered an adverse event due to the product's performance. The patient was reported recovering.

Manufacturer narrative:
An event of incomplete stent opening, and cardiopulmonary arrest was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported incomplete stent opening is likely related to patient condition (severe calcification at aortic annulus). The cause of the reported cardiopulmonary arrest could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as cardiac massage was performed and adrenaline was administered. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: a pre dilatation was performed with 20mm non-abbott balloon.

Manufacturer narrative:
An event of incomplete stent opening, and cardiopulmonary arrest was reported. The device was returned to abbott for investigation and was observed to be in a dehydrated state. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported incomplete stent opening is likely related to patient condition (severe calcification at aortic annulus). The cause of the reported cardiopulmonary arrest could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as cardiac massage was performed, and adrenaline was administered. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.